Event description:
The customer reported that the cartridge chemistry (cc) sample probe wash collar of a unicel® dxc 600i synchron® access clinical system was not aspirating and was leaking fluid. The leak was contained to the instrument. The instrument operator was wearing gloves and a lab coat. There were no reports of direct contact with the leak or of injury due to the leak. There were no erroneous results generated as a result of the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from the cc sample probe. The fse replaced the cc sample probe wash collar valve. There were no further reports of leaks. (B)(4).